Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level which displayed of "high"; however a specific value was not provided. Cause of bg was unknown. Customer administered a manual injection to address elevated bg. Additionally, it was reported that the customer experienced a low bg which displayed as "low"; however a specific value was not provided. Cause of low bg was unknown. Customer consumed glucose tablets to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.